Manufacturer narrative:
Controller log files were received and reviewed from march 15th, 2013 through (B)(6) 2013. Review of controller logs indicated a rise in power outside the normal operating range. Alarm file confirms multiple high watts alarms on (B)(6) 2013. The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) remains implanted in the patient and thus not available for analysis. The event was confirmed via the log files, which revealed high watt alarms. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The physician believed that this event was related to patient hepatic failure and limitations of anticoagulation treatment. Clinical factors that may have contributed to these events including a recent episode of asystole, hepatic failure, limitations of anticoagulation treatment and possible ingestion due to recent severe bleedings. These factors also might lead to suspected thrombus ingestion. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the clinical study that one month after the implant, the patient presented with high watts alarms with his lvad and flows were elevated. Ingestion was suspected by the physician. As per log file analysis, ingestion suspected. Doctors gave recommendations for heparin with tpa if tolerable. (Tissue vs thrombus ingestion?) Physician believed that this event was related to the patient hepatic failure and limitations of anticoagulation treatment. Doctors stated that they were willing to re-start asa and coumadin, but would see how patient does first with close monitoring. As of (B)(6) 2013 patient has remained stable with improvement in flows down to about 6l. No additional information available.